Manufacturer narrative:
Unit was received from the field for eval. Refer to eval number: (B)(4)- customer claimed "fluid pathway blocked." Verified upon receipt. Unit would not pass priming cycle. Found kinked irrigation line on tubing near rear of hand piece. Position of lumen keeper during packaging step of mfg appears to have been cause. The DHR for micrtip lot 17013-02 was reviewed. The units met mfg specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
During priming process fast/tissue removal kit displayed message: "fluid pathway blocked"